Event description:
On (B)(6) 2010, leica microsystems received a complaint from (B)(6) hospital regarding under-processed tissue from protocols run on peloris tissue processor serial number (B)(4), which completed on (B)(6) 2010.

Manufacturer narrative:
Investigation of this event by leica microsystems is continuing.